Event description:
Same case as MDR# 2134265-2012-02181 and 2134265-2012-02463. It was reported that during a stenting treatment procedure vessel dissection occurred. The 75% stenosed lesion being treated was located in the moderately tortuous left anterior descending artery. The physician performed predilatation with a 2.5x15mm non-bsc balloon catheter then deployed a 2.50x24mm promus element stent for 45 seconds at 14atms and 15 seconds at 14atms. Then, the physician performed intravascular ultrasound (ivus) using an atlantis imaging catheter. Ivus confirmed adequate apposition of the implanted stent. Upon withdrawal of the atlantis imaging catheter, the catheter became stuck on the distal edge of the implanted stent and the stent shortened by 4.0mm. The imaging catheter and unspecified concomitant devices were removed as a unit. To treat the stent deformation the physician advanced a 2.0x9mm maverick balloon catheter and inflated the deformed segment and then advanced a non-bsc balloon catheter and re-inflated the deformed segment. Ivus was repeated and a dissection was noted at the proximal edge of the implanted stent. The procedure was completed by implanting a 3.0x28mm non-bsc stent to treat the dissection. The physician felt the dissection was not related to stent deformation.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).